Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2006 after the use of the product.

Manufacturer narrative:
Sections have been updated to reflect the additional information received. Additional information has been requested and will be submitted upon receipt accordingly. This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2013-01652, 1225714-2013-01653.

Event description:
Additional information received noted that the pt's experience was alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2013-01652, 1225714-2013-01653.